Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, it was noted the implantable cardioverter defibrillator delivered inappropriate high voltage therapy during a supraventricular tachycardia episode. Programming changes were discussed. No intervention reported. The patient was stable.

Event description:
New information received noted programming changes were made to the implantable cardioverter defibrillator. The patient was stable after the changes.